Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant the ventricular lead was successfully implanted but became dislodged when attempting to remove the sheath during the implantation of the atrial lead. Once dislodged the ventricular lead could not be replaced as the helix would not work. A different lead was successfully implanted. No patient complications were reported as a result of this event.